Manufacturer narrative:
This is to correct and remove the codes that were initially reported - removing codes for: investigation conclusions code - 50 the correct codes for this complaint are: investigation conclusions code - 22

Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. Section was done based on the information provided by the initial reporter and our long-time experience in the investigation of similar complaints. The product is not available for investigation. Trend is tracked and monitored.